Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Customer reported "during assessment of patient writer noticed fluid under the PICC dressing with some IV fluids leaking onto the blanket underneath. Nnp removed dressing to assess. Crack in PICC line where catheter meets hub noted. PICC line removed due to same."